Manufacturer narrative:
Batch review performed on 6 march 2025. Lot 2417124: (B)(4) items manufactured and released on 05/08/2024. Expiration date: 16/07/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised batch review performed on 6 march 2025 on ball heads: mectacer 01.29.203 mectacer head biolox delta dia.28 12/14-l (k112115) lot. 2422243. Lot 2422243: (B)(4) items manufactured and released on 03/09/2024. Expiration date: 19/08/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting instability. About 3 months after the primary surgery, the surgeon revised the head (with an xxl head) and liner (same ref) and the surgery was completed successfully.